Manufacturer narrative:
H3 other text : suspect product was discarded.

Event description:
On (B)(6) 2023, a patient (pt) reported blurriness with a new acuvue® oasys® brand contact lens (cl) worn in the right eye (od) that became hazy and cloudy on (B)(6) 2023. The pt visited an eye care professional (ecp) the same day and was diagnosed with a corneal ulcer and "severe corneal edema." The pt "thinks the ulcer was located in the middle of the eye." The pt was prescribed prednisolone (up to 3 refills) four times a day (qid) for 7 days, ofloxacin three times a day (tid) for 7 days and was instructed no cl wear for 1 week. The pt stated ecp advised "the lens was not moving on the eye when the pt blinked so the cornea was not getting oxygen." The pt was unable to get the prescriptions filled until saturday ((B)(6) 2023). The pt reported the eye "felt like it had glass in it" when the pt closed the lid and couldn't sleep well due to the pain. On (B)(6) 2023 on an ecp follow¿up visit, the pt was advised that "it was improving and no need for more follow ups unless symptoms return as previous." The pt was allowed to resume cl wear on (B)(6) 2023 but continues to have od discomfort and continues to use the ¿eye drops.¿ the pt reports "no vision issues now." The pt reported a 2-week replacement schedule and uses biotrue solution to soak lenses overnight. Multiple attempts were made to contact the treating ecp on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 to verify the pt's diagnosis and treatment without success. No additional medical information has been received. This event is being reported as worst-case as we were unable to confirm the location of the corneal ulcer with the treating ecp. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number l005gq0 was produced under normal conditions. The od suspect product was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.